Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal tip. The review of the lhr (lot f1313604) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is not a trained user selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon "ruptured" access was maintained, a second mynxgrip vascular closure device 6f/7f was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela.